Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged difficulty in removing the set screw from the pacemaker's header. The set screw stuck to the hex wrench upon unscrewing. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to disconnect was confirmed. Final analysis found that the torque wrench stripped the setscrew inset due to incorrect wrench insertion. This caused the setscrew to have difficulty rotating and untightening. No other anomalies were seen except for the user's incorrect wrench insertions.